Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Caller states he got 55 and tried again couple seconds later and got 456. Washed his hands and had not eaten within 2 hours. (B)(6) stated he keeps strips in the bathroom. Educated customer on proper storage conditions. Controls used are in range. Replacing product.